Manufacturer narrative:
The device was returned and analyzed. Results from the various functional tests found no issues with the returned device. Review of the device statistics did not show any irregularities while the device was on that would indicate a device malfunction.

Event description:
The returned device was analyzed.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device has been returned and the analysis in currently in progress.

Event description:
It was reported to nevro that the patient passed away. Nevro attempted to obtain a medical assessment from the physician but no additional information was available. There were no reports of device-related issues from the patient prior to the passing.